Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported the cs300 generated a maintenance required code #3 while in use on patient. No patient injury or harm reported. No adverse event reported.

Event description:
The customer reported the cs300 generated a maintenance required code #3 while in use on patient. No patient injury or harm reported. No adverse event reported.

Manufacturer narrative:
08/31/2017 01:49 pm (gmt-4:00) added by (B)(4) (pid-(B)(4)): three good faith efforts were sent to the customer to obtain repair information and to date no additional information has been provided. 08/31/2017 12:12 pm (gmt-4:00) added by (B)(4) (pid-(B)(4)): additional repair information is not provided by the customer.

Event description:
The customer reported the cs300 generated a maintenance required code #3 while in use on patient. No patient injury or harm reported. No adverse event reported.